Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer reported buttons ramping in pump. The customer was advised to revert to a backup plan with assistance of hospital ER. The customer has been in hospital for observation over two nights and discharged today. The customer was advise to return the product for analysis and it would be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected ramping numbers noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.